Event description:
It was reported that when the sheath was cracked and split, there was a "thread" that could have but did not, catch on the leads. It appeared that it was a thin strand of the plastic sheath. No harm to the leads or patient. It happened with both the right ventricular and right atrial leads. No patient complications have been reported as a result of this event.